Event description:
It was reported that the display on the insulin pump went blank and then it returned. Customer replaced the battery and now the insulin pump does not turn on. Customer removed the (B)(4) battery and put in an (B)(4). No physical damage or exposure to moisture of the device was reported. The battery compartment was cleaned, waited for it to dry and still no power after reinserting the battery. Blood glucose value is 3.5 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump had a blank display and the problem was isolated to the display board. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.